Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was cystoid macular edema (cme) following initial cataract surgery, residual and vision did not clear enough. Additional information was received stating blurred vision continues and patient was not hospitalized as a result of this event.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of an unspecified cartridge and handpiece. The viscoelastic indicated is not qualified for use with this lens with any qualified lens/cartridge/handpiece combination. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric, company lens (2.25cyl), 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 20.0 diopter, non-toric lens model. The product was not available for evaluation. Additional information was provided that the patient had pre-existing keratoconjunctivitis sicca and macular pucker. It was report that the patient continues to have blurred vision after the exchange. Due to the exchange of a toric lens model to a non-toric lens model, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).